Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Date of manufacture was determined from lot number obtained from device rec'd.

Event description:
Pt implanted with prodisc-c implants at c5-c6 and c6-c7 on an unk date. Pt experienced discomfort and f/u lateral x-ray showed anterior migration of the superior level c5-c6 implant over the inferior level c6-c7. Hardware was removed on (B)(6) 2011. The c6 vertebral body split during the initial implanting of the prodisc-c and the surgeon revised the pt to plate and screws to secure the body. The initial split of c6 was noted as healed at the time of the revision. This is the 2nd of 2 reports submitted on this event.